Manufacturer narrative:
This follow-up MDR is created to document the corrected event date and evaluation of the returned device. A titan otr pump, two cylinders and a reservoir were received for evaluation. The inlet tube with connector was detached to allow testing. Examination and testing of the returned components revealed a separation with abrasion adjacent to it on the exhaust tube of cylinder 2. Testing revealed this to be a site of leakage. Partial separations within abrasion was noted on all tubes of the pump, exhaust tube of cylinder 2 and inlet tube of the reservoir. Testing revealed these to not be sites of leakage. No functional abnormalities were noted with the pump, cylinder 1 or reservoir. Based on examination of the returned product, it was concluded that the abrasion marks noted on all pump tubes matched in such a way to conclude that they had overlapped and abraded against one another while in-vivo. This then may have caused the exhaust tube of cylinder 2 to be kinked onto itself for a period of time. This positioning, in combination with device usage over time, could contribute to sufficient stress(s) to separate the exhaust tubing at this site. A separation of this type would then allow the loss of fluid, making the device inoperable. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, nonconformances and capas revealed no trends for this lot.

Event description:
Additional information received indicated the location of the tubing fracture to be in the pump exhaust tubing near the pump strain relief.

Manufacturer narrative:
The follow-up was created to the conclusion of the investigation, additional event information and update the codes. The device was not received for evaluation. Without the benefit of analyzing the device, quality cannot confirm any observations or comment on the condition of the product. If the device becomes available, or additional information is received, the complaint will be re-evaluated according to procedures. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, nonconformances and capas revealed no trends for this lot.

Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Once our evaluation is complete, a follow-up report will be submitted.

Event description:
According to the available information, malfunction tubing fracture.